Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was at his primary care doctor and was sent to the emergency room due to their blood glucose was 449 mg/dl. The customer reported that they do not have a back up plan. The customer reported the insulin pump not working correctly and their blood glucose had been rising for a week. The customer's primary care doctor was testing her infusion sets and adjusting her basal rates. The primary care doctor suggested she take the insulin pump off. Troubleshooting was performed and air bubbles were noted but purged out. The customer's current blood glucose is 303 mg/dl.